Event description:
Patient arrived to clinic with one day of primary controller alarming battery fault alarm after pt switched from the battery power to ac power. Attempts to reseat emergency back-up battery (ebb) unsuccessful. Log files downloaded and sent to abbott. Ebb replaced.